Event description:
It was reported that catheter entrapment occurred. A carotid wallstent (cws) was selected for use. It was reported that the guidewire became stuck within the device while being handled outside the patient, resulting in an inability to advance the device. The device was exchanged. The procedure was completed, and the patient was reported to be stable.